Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient receiving gablofen (2000 mcg at an unknown dose) via an implantable infusion pump. The gablofen lot number wasn¿t obtained. The other medications that the patient was taking at the time of the event were unable to be obtained. The patient¿s medical history was requested, but wasn¿t available. The pump¿s indications for use were intractable spasticity and head/brain injury. The patient was transferred to a medical center on sunday ((B)(6) 2016) from another hospital. He was screaming, his spasticity had increased, and he had a fever of 102. The rep had been contacted on friday ((B)(6) 2016) to ask about the proper technique of aspirating from the catheter access port (cap) during a dye study, but the rep wasn¿t given any patient information at that time. The cap could not be aspirated for a dye study; the hcp was not able to aspirate but a little, and they did not fill up the catheter because it wasn't enough to do a prime. The rep didn¿t know what was done at the medical center the patient was transferred to. The rep was told that the patient was on ¿700 something mcg/day.¿ the patient¿s status at the time of the report was reported as alive with no injury; the event had not been resolved at the time of the report. Surgical intervention was scheduled for (B)(6) 2016. Additional information received from the rep on 2016-04-05 indicated that the patient was taken to surgery on that day by another hcp. The hcp said that the catheter was coming out. Another hcp wanted the patient¿s dose to be at 450 mcg/day. The patient was going to be monitored and managed by an hcp in the hospital. Clarification information received from the rep indicated that the hcp who performed the surgery on (B)(6) 2016 stated that the catheter looked fine until the hcp accidentally cut the catheter. The patient was doing fine. Additional information received from the rep on 2016-04-07 indicated that they didn¿t know what was wrong with the catheter especially since the hcp only stated that he cut the catheter, and he thought the catheter looked good; ¿looking good does not mean he did a (B)(6) study.¿ the cause of the patient¿s symptoms wasn¿t determined; the rep stated that there were too many variables with the patient¿s condition: possible kidney stones or possible infection; the patient¿s white blood cell (wbc) count was around 13. The catheter was replaced. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.